Manufacturer narrative:
Additional information received on 28 january 2016 and includes: the explanted pieces were not returned to medacta international (B)(4). On 28 january 2016 it was prepared a final report with the information already submitted in the initial report. On 02 february 2016, the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On nov, 2nd 2015 we received the pathology results: pseudomonas aeruginosa. Batch review performed on 27 november 2015: (B)(4)

Event description:
Patient came in complaining of pain. The pain was due to infection so the surgeon removed all components and put in antibiotic spacers. The explants will be returned for analysis. There are no x-rays available.